Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the check up the day after surgery, the left ventricular lead had no capture on all vectors. The lead was found to have dislodged. The lead was explanted and replaced with a lead with a different fixation mechanism. No patient complications have been reported as a result of this event.